Event description:
Caller states patient tested 6.6 inr on the coaguchek xs system while a comparison lab returned as 4.6 inr. No actions taken based on device result. Caller states the test strips are occasionally left in the nurse's car. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.